Event description:
It was reported that the patient experienced a loss of coverage after a fall. The patient was reprogrammed to regain coverage. There were no impedance issues. It was noted that the stimulation turned on and off. Intermittent stimulation and stimulation in the wrong location were reported. The patient experienced less than 50% therapy relief. Reprogramming was an action required as a result of the event and the issue was resolved.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).